Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. The customer's current blood glucose is 323 mg/dl. The customer did experience the symptoms such as loss of consciousness and dehydration. The customer was treated by intravenous insulin. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. Auto mode was not active at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device monitored for several days and no insulin pump is suspending itself noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).